Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing was noted on the device. Reprogramming was recommended to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.